Event description:
It was reported that the vns patient was hospitalized due to an increase in seizures. The patient¿s device was tested while in the hospital and showed lead impedance within normal limits (impedance value ¿ 1800). Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).